Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 26-year-old female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen. Concomitant products included nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008 for pelvic pain female. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain pelvic"), depression ("psychiatric or psychiatric problems condition: depression") and anxiety ("psychiatric or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery (ablation and ablation (B)(6) 2013)). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: successful placement of coils. 3 coils r-l. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.; on (B)(6)2008: total bilateral occlusion. 1. Questionable polyp or fibroid at the left cornual region. 2. There is bilateral tubal occlusion with satisfactory right microinsert location and some lateral migration of left microinsert.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen. Concomitant products included nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008 for pelvic pain female. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain pelvic"), depression ("psychiatric or psychiatric problems condition: depression") and anxiety ("psychiatric or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery (ablation and ablation ((B)(6) 2013)). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: successful placement of coils. 3 coils r-l. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.; on (B)(6) 2008: total bilateral occlusion. Questionable polyp or fibroid at the left cornual region. There is bilateral tubal occlusion with satisfactory right microinsert location and some lateral migration of left microinsert. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pain . Most recent follow-up information incorporated above includes: on 14-aug-2019: plaintiff fact sheet and medical record was received. Lot number were added. Medically confirmed case. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, migration of essure device. Reporter information, medical history, concomitant drug, events onset date were added. Device category changed from device other event to incident. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 26-year-old female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen. Concomitant products included nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008 for pelvic pain female. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain pelvic,pelvic"), depression ("psychiatric or psychiatric problems condition: depression, psych injury") and anxiety ("psychiatric or psychiatric problems condition: mental anguish,psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and ablation ((B)(6) 2013)). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, pelvic pain, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: successful placement of coils. 3 coils r-l. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.; on (B)(6) 2008: total bilateral occlusion. 1. Questionable polyp or fibroid at the left cornual region. 2. There is bilateral tubal occlusion with satisfactory right microinsert location and some lateral migration of left microinsert. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : following event was added : abdominal pain. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.